Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Account reported patient underwent uneventful ilasik (B)(6) 2014. Referred back by primary eye care provided to evaluate left eye. Slit lamp exam noted sterile staph infiltrates in left eye. Steroid increased, polytrim added. Patient seen (B)(6) 2014 visual acuity sans corrected (vasc) 20/20 right eye, 20/15 left and doing much better. Put on taper dose of steroid drops and sent back to primary eye care provider for post op care. Patient will re-check at tlc if there is change in condition.